Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported during a procedure to replace the ipg (reference MFR report# 1627487-2013-13360), one lead had valid impedances and the other had high. The suspect lead was removed and wiped off then plugged back in to avail. The physician opted to switch the leads in the header ports. The original leads were left implanted. The pt only has right side coverage instead of bilateral as desired.